Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) with this left ventricular (lv) lead system exhibited intermittent high pacing impedance measurement of more than 2,000 ohms. Boston scientific technical services (ts) suggested to evaluate lv lead in different configurations and discussed to monitor lv lead pacing threshold. Additional information was received that the cause of out of range measurement was not determined. The system was tested in all configurations but the result was not provided by the field representative. In addition, a lv lead extraction was planned. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.